Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient experienced an arrythmia, and the device treated the arrhythmia with anti-tachy pacing (atp), which the physician felt slowed the arrhythmia enough to avoid a shock. However, the device confirmation algorithm still delivered a shock, which the physician felt was inappropriate. The supra ventricular tachycardia (svt) limit was reprogrammed on the device, and the device remains in use. No further patient complications have been reported as a result of this event.